Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with damaged housing. Review of the event history log showed multiple occurrences of "no disposable" alarms. The investigation found no issues with the pump loosing power. Due to the number of occurrences of "no disposable" alarms in the event history log, it was determined that a probable, but unconfirmed, cause of the reported issue was a faulty latch lock. The latch lock was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump would shut off even with new batteries. No adverse patient effects were reported.